Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4). Implanted: 2012 (B)(6). Explanted: 2016(B)(6). Product type lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the system was explanted on 2016 (B)(6) and the devices were discarded. The patient is alive and doing well after the explant. The patient had not used or needed the scs for some time. They had lost a lot of weight and did not like the battery hanging on them. It was unknown when issues started. The manufacturer representative was informed on the day of the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.